Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller low flow adjustment from 2.5 to 2.0 liters per minute (lpm) was performed due to frequent low flow alarms on (B)(6) 2024. The patient called on (B)(6) 2024 about and issue with the new system controller. It was not letting them change the display screen. The patient was able to perform a self-test and the pump running symbol was illuminated. The customer stated the system controller displayed "call hospital contact - controller fault" around 9 pm on (B)(6) 2024. The patient was scheduled to visit the clinic on (B)(6) 2024 and waveforms were downloaded. The emergency backup battery (ebb) was reseated, and a self-test was performed but the alarm was still present. The ebb was also replaced but the alarm remained. The system controller was then replaced with the patient's backup system controller and a new backup system controller was issued. The alarm resolved. The log files were reviewed and found controller_internal_fault / (f29) lcd_com alarms beginning on (B)(6)2024 through. There were no other issues found in the log files.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The reported event of an inability to change the display screen on the system controller was not confirmed as the issue was not reproduced during testing; however, the controller fault alarm active in the log file could have been associated with an inability to change the display screen. Data from the reported event dates of 12sep2024 and 13sep2024 was reviewed in the event log file downloaded from the returned controller. A controller fault alarm activated at 21:11:00 on (B)(6) 2024 due to an lcd communication fault. The alarm remained active until the controller was powered off after being exchanged. The driveline was disconnected at 9:04:37 on (B)(6) 2024 to exchange the system controller and the controller was powered down at 9:05:20 on (B)(6) 2024. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The display screen was changed using the display button without issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU)section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.